Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. This case will be closed. When new information becomes available, the case will be reopened for further investigation and a follow up report will be submitted.

Manufacturer narrative:
Date of report: 24sep2021.

Event description:
The customer reported that the backup battery is always charging. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that he has a v200, and it is always charging the backup battery. Product support verified with customer he has a 1st or 2nd generation power supply. It could be the relays sticking. The bus voltage was at 29 volts. When you disconnected the ac, the unit would run on backup battery. The bus voltage went to 23.9 volts. Product support recommended 3rd generation power supply. This part includes the wire harness. The customer will need to check with respiratory and see if they want this unit repaired due to cost. If so, then he will order the part.